Event description:
A malfunction was reported on the pump, attributed to humidity, and caused the customer's blood glucose level to exceed a safe range. The customer did not receive third-party assistance and addressed the issue with a correction injection using multiple daily injections (mdi). Technical support provided information to reset the pump and assisted the customer in successfully doing so. The issue did not recur, and the customer was advised to continue using the pump and contact technical support if the malfunction reappeared.